Manufacturer narrative:
All buttons function properly. No damage noted on keypad traces. No black screen or dashes on screen noted. The keypad flex connector on lcd was locked. Unit had missing segments due to cracked zebra connector on lcd. No cosmetic damage noted.

Event description:
The customer reported via phone call that the screen was scratched and could not read it. Half the screen was blacked out the buttons on the insulin pump did not respond. Customer's blood glucose level was 77 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.